Event description:
It was reported to philips that the geometry movements were partly available of the allura system. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the geometry movements were partly available. The service quote provided by philips was not accepted by the customer. Hence, no service has been provided from the philips. The case was closed, and no further action was performed by philips. The codes are updated based on the investigation outcomes.